Manufacturer narrative:
The device has been scrapped and the customer has been sent a replacement. No further action is required at this time.

Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the internal handles, when installed into a defibrillator, are recognized as electrodes. The complainant indicated that there was no pt involvement in the reported failure.